Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending (lad) artery. A 182cm mag j (5pk) pt graphix¿ guide wire was advanced and went through a previously placed stent in the distal lad. Unknowingly, the stent was not placed proximal to the old stent and the wire got pinned in between the two stents. Post dilatation of the proximal stent was not performed and when trying to remove the device, the wire got stuck. A balloon was tried to take down to remove the wire. However, the tip of the wire broke. The detached tip was tried to remove with a snare but without success and was left in the distal lad. The procedure was stopped without patient complications reported and the patient went home the next day.